Manufacturer narrative:
1) hernia [e2319] is identified as a potential risk associated with the coolsculpting procedure when a vacuum applicator is used. The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device. 2) hyperplasia [e2323] is identified as paradoxical adipose hyperplasia (ph) which is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report from a patient who was treated with coolsculpting on (B)(6) 2017 to the abdomen using the cooladvantage applicator and the legacy coolmax applicator. The patient presented the possibility of paradoxical hyperplasia (ph) and hernia to the abdomen. Additional information on pertinent medical history and the existence of a possible prior complaint was requested, details were not provided to allergan aesthetics.

Event description:
Allergan aesthetics received a report from a patient who was treated with coolsculpting on (B)(6) 2017 to the abdomen using the cooladvantage applicator and the legacy coolmax applicator. The patient presented the possibility of paradoxical hyperplasia (ph) and hernia to the abdomen. Additional information on pertinent medical history and the existence of a possible prior complaint was requested, details were not provided to allergan aesthetics.

Manufacturer narrative:
1) hernia [e2319] is identified as a potential risk associated with the coolsculpting procedure when a vacuum applicator is used. The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device. 2) hyperplasia [e2323] is identified as paradoxical adipose hyperplasia (ph) which is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.